Event description:
It was reported that the device powers on then shuts off. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was received in with major cracks on the front cover, reservoir cover is cracked on the bottom, reservoir and drain tube has discoloration. During functional testing, the reported problem was duplicated. Device flashed on then light emitting diode and pump shut off immediately. Display was still functioning. The root cause of the reported issue was found to be the device was mishandled by the customer causing physical damage. No action taken due to the age and condition. Device is deemed beyond economical repair and will be scrapped. (UDI) is unknown. No product information has been provided to date.